Manufacturer narrative:
Analysis of the pump found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. In terrogation of the pump determined it was used to infuse baclofen [2,000.0 mcg/ml] at 549.6 mcg/day. Result code (B)(4) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on 2017-jul-14. It was indicated that the pump was sent b ack to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported on 2017 -jul-04 that an alarm was heard but telemetry was not yet performed as they did not have a clinician programmer immediately available. It was indicated that the hcp described a critical alarm sound. It was noted that the patient was due for the next refill in (B)(6) 2017. It was reported that the patient thought that they were starting to ¿feel stiffer.¿ the date of the event was (B)(6) 2017. Further information was received from a manufacturer's representative on 2017-jul-05. It was reported that there was a stall and confirmed that the patient did not have an MRI (magnetic resonance imaging) and that there was no reason for the stall. It was noted that the pump was currently recovered. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jul-13. It was reported that the patient was having the existing pump explanted and replaced on (B)(6) 2017. It was indicated that they wanted to send the explanted pump to the manufacturer for evaluation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jul-06. It was reported that the motor stall resolved itself. The cause of the motor stall was unknown. The patient¿s weight at the time of the event was unknown. It was indicated that the information provided was confirmed with the physician/account. No further complications were reported or anticipated.